Manufacturer narrative:
Based on additional information received, the previously reported patient code of (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient¿s weight loss itself was not attributed to the implanted device/therapy. However, they did report that the cause of the lack of therapy/device stopped working issue was attributed to the patient¿s weight loss. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the explanted product was disposed of post-explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Rep said there was a "lack of efficacy for the patient post weight loss (~100 lbs) between first battery replacement". The rep also said the patient said "it stopped working about a year ago with the weight loss". As a result of what was reported, the old system was removed as it was no longer working for them. No further patient complications have been reported as a result of this event.